Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.